Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia in order to explant the device on (B)(6) 2024. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Based on clinical symptoms and troubleshooting performed on (B)(6) 2024, it was determined that the results are consistent with a device malfunction.

Event description:
Per the clinic, open circuits were noted on all electrodes. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains.